Event description:
The pt felt a loss of stimulation on her right body side. Impedances were within normal limits. Reprogramming was unsuccessful in providing adequate coverage. X-rays revealed that the lead was 'in the gutter.' Lead revision was planned. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.